Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous cbc results generated by the coulter lh 500 analyzer with instrument generated partial aspiration (p) flags for a patient sample. The erroneous results were reported outside of the laboratory and the patient was transfused with two units of blood based on the erroneous low hemoglobin (hgb) results. A new patient sample was obtained 1 hour post transfusion and cbc analysis was performed. The physician questioned the increased hgb result and concluded that the pre-transfusion hgb result was incorrect. The original result was amended.

Manufacturer narrative:
Pre and post transfusion patient samples were obtained by venipuncture and collected in 5.0ml edta tubes. Samples were fresh and processed in the automatic sampling mode. Controls are run three times daily and were run approximately 5 hours prior to the incident and were within the assay limits. A field service engineer (fse) went on-site and serviced the instrument by replacing some hardware and performed adjustments and repairs as needed. Fse restored proper sample aspiration and verified the system's operation. The root cause is unknown. However, the system provided instrument generated partial aspiration (p) flags to alert the operator to review the instrument results.